Manufacturer narrative:
The following sections were updated/corrected/added: d6b. Explant date is unknown. The manufacturer's investigation is ongoing and a follow-up report will be submitted when the investigation is complete.

Event description:
Edwards received notification of a transcatheter tricuspid valve replacement (ttvr) procedure involving the evoque system. There was no indication of active infection or endocarditis before the procedure. However, the patient had endocarditis years ago and it was known. As a result, the clin dev was contacted to make sure there was enough anterior leaflet to grab. It was confirmed that there was full leaflet capture. Post implant the valve appeared to be seated appropriately with no leak. However, the valve was lower 24 hours post deployment. Upon review, it appears septal and posterior anchors were low upon deployment ~17-20 from hinge points) which led to the valve canted post procedure as there was only annular os for this patient. It was also reported that the patient was up 30 kg, however, the measurements were still within limits for the 52 mm valve. There was no patient injury due to this event. The patient went to surgery to replace the valve at an unknown date post procedure. The patient passed after multiple organ failure post op.

Manufacturer narrative:
The following sections were updated/corrected/added: b4, g3, g6, h2, h6, and h11. Additional type of investigation codes that were unable to be added in h6: analysis of images the complaint for malposition - valve embolizes into ventricle was confirmed with objective evidence via imaging evaluation. The device history record review was completed, and this device passed all manufacturing and sterilization inspections. No nonconformances related to the complaint event were identified. The imaging review confirmed the malposition and additionally noted significant rocking motion as well as moderate-severe pvl. Suboptimal depth, severe leaflet tethering, and/or large coaptation gap are potential contributing factors, as they can make leaflet capture more difficult. However, whether the root cause is patient-related or procedural related cannot be determined based on available information. Since there are no confirmed product or labeling/IFU/training material non-conformances affecting distributed product and no other triggers have been met, no preventative or corrective actions were required.